Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an inspection before use, the knife wire of the subject device sparked and broke. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. The cutting wire was being close to the hf tester or other instrument. An electricity was discharged between the cutting wire and the instrument in the state of ¿1¿. The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break.